Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that there was a battery revision due migration. The outcome was noted as ongoing. Interventions included device surgical repositioning. No diagnostic tests were performed. The etiology was related to the device or therapy and related to the procedure. Symptoms included increased pain, sensitivity, and discomfort from the spinal cord stimulator generator pocket. Relevant medical history included: chronic low back pain spinal pain

Event description:
Additional information received from the healthcare professional (hcp) of the clinical study reported that the outcome was resolved without sequelae. Interventions included a pocket revision. Signs and symptoms included increased pain, sensitivity and discomfort from the spinal cord stimulator (scs) pocket site. The reason for migration was not determined.